Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to the FDA as the complaint was received via a user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that in the early morning of (B)(6) 2019 her husband awakened her because he noticed she was breathing ¿weird¿ and encouraged her to check her glucose using her omnipod, which read 29 mg/dl. The next morning, she performed a scan with her adc freestyle libre sensor and received a reading of 236 mg/dl which was compared to an omnipod result of 171 mg/dl. Customer believed she had ¿over bolus¿ due to an unspecified sensor result. There was no report of either self or third-party medical intervention. There was no report of death or permanent injury associated with this event.